Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after the case and after the instruments were washed they noticed a crack in the size 2.5 mbt template. Need to replace and do not break in a case.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed the trial was broken. The noted damage is consistent normal use and servicing and the investigation did not establish a need for corrective action. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: d10. Corrected: h3.